Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Nine (9) samples were received for the evaluation. Upon evaluation, one sample was found leaking from the cross spike. Therefore, the reported condition is confirmed. The reported issue will be confirmed as related to the manufacturing process. The root cause and the action plan will be documented through corrective and preventive action (CAPA).

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the pump set is leaking at the end of the tube. Additional information received there was no patient involvement.